Manufacturer narrative:
Additional files for this event have been received on 12,nov,2021. Based on the information provided in the files, this report has been updated in order to mention the remedial action, recall: z-2743-2015. Section h.7 and h.9 have been updated accordingly.

Event description:
Allegedly, the patient underwent a hip prosthesis replacement, then the patient suffered a rupture of the right hip prosthetic femoral neck, with the need for removal and replacement. (Due to stem aseptic loosening, the patient was revised the first time on (B)(6) 2009) dgrv 573/2011.